Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument's cautery function stopped working. A second energy cable was replaced to test the cable, but the cautery still did not work. The instrument was replaced with a backup, and issue was resolved. The procedure was completed with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the second da vinci bipolar energy cable was opened during the case to test if the lack of cautery was related to the cable or the instrument itself. The instrument still did not perform the cautery function after changing the cable. When the user opened the second fenestrated bipolar forceps instrument in the same case, the cautery function worked as expected. No thermal damage was noted on either the wire or the fenestrated bipolar instrument. The issue was a complete lack of cautery. There was no arcing or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near one of the instrument grips with exposed electrode. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.